Event description:
Patient was in discomfort with denture and it was removed and implant came out easily.

Event description:
Patient was in discomfort with denture and it was removed and implant came out easily.